Manufacturer narrative:
Follow-up #1: date of submission 06-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2018 with the following findings: the pump's black box data from the date of the alleged event was not available. The available black box data showed a loss of prime recorded after a pump reboot event, as well as a loss of prime after an occlusion alarm. There were no valid loss of prime warnings observed int he black box. The total daily doses recorded in the pump history added up correctly and reflected the user's programmed basal rates. The pump powered on to an unrelated alarm. The investigation could not be completed as a result of this alarm.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, it was reported that the patient experienced a blood glucose reading of 350 mg/dl with lethargy, stomach pain, nausea, headache, and large ketones. It was reported that the pump provided a loss of prime alarm during the night and the patient claimed not to have heard it. The reporter stated that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly suffered an adverse event while using the insulin infusion pump; use error was a contributor to the incident in that the patient did not respond to an alarm in a timely manner.